Event description:
It was reported that since 2007, the patient¿s implantable neurostimulator (ins) had moved three times. The reporter stated the ins moved once from their back to their side. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Additional information received reported the implantable neurostimulator moved from the patient's back to their side in 2010.